Event description:
According to the reporter, on (B)(6) 2025, the patient taking an anticoagulant medication, presents to the emergency room with hematochezia. It was noted that the patient had never had bleeding before. The patient was admitted for observation. A day later, the patient was transferred to intensive care unit (ICU). Since admission the bleeding has seemed to decrease. The hemoglobin at the time of admission was 8.7 and is decreased to 7.9. One day prior the hemoglobin was 12.4. Computed tomography scan suggests bleeding and the ascending colon with an inflammatory finding or a possible lesion in the ascending colon. Colonoscopy diagnostic with biopsy was done on the (B)(6). The patient was also transferred out of ICU only to be admitted again in the following day. On (B)(6), a right colectomy or colon resection was performed using the devices with no observed issues. A day after, the patient was transferred out to the ICU and was discharged two days later. On (B)(6), the patient went to the emergency department for serosanguinous drainage coming from well-approximated surgical incision and was discharged home with intent to keep post-operative appointment. However, the next day, the patient returned to the emergency department having near syncopal episode plus diaphoresis, abdominal pain and rebound tenderness. Before the patient could be transferred to another hospital for acute abdomen and septic shock, the patient coded, was intubated and started on pressors. The patient was then taken to operating room for emergency exploratory laparotomy where anastomotic dehiscence was observed. Partial colectomy and ileostomy performed. It was noted that the patient died.

Manufacturer narrative:
D10. Concomitant products: gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot unknown); gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot unknown); ta9035s, ta9035s ta 90-3.5 reloadable stapler (lot unknown); gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.